Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured upon removal from the joint.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was incorrect at the time of follow up-1. Review of the device history record and receiving inspection report identified no deviations or anomalies. Visual inspection of the returned tibial articular surface provisional(tasp) has fractured on the medial side of the post . This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice . Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. The complaint is considered confirmed as the returned device was fractured. The likely condition of the part when it left zb control is considered conforming based on the product's field age of 3 years and the DHR review.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was incorrect at the time of follow up-2.